Event description:
Information received indicates the head hi/low is drifting slowly.

Manufacturer narrative:
The account found the head hi/low down valve was not closing. The account replaced the valve to repair the bed.